Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention (pci), the physician attempted to cross the right coronary artery (rca) with a 4.00x24mm promus element ¿ stent delivery system (sds), but encountered difficulty crossing the lesion. The physician attempted to adjust the position and pull back the stent, but the stent touched the guide catheter which caused the stent to dislodge. The physician used a snare to remove the dislodged stent. Another of the same device was used to complete the procedure. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon at the manufacturing facility. A review of the associated batch records; the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention (pci), the physician attempted to cross the right coronary artery (rca) with a 4.00x24mm promus element ¿ stent delivery system (sds), but encountered difficulty crossing the lesion. The physician attempted to adjust the position and pull back the stent, but the stent touched the guide catheter which caused the stent to dislodge. The physician used a snare to remove the dislodged stent. Another of the same device was used to complete the procedure. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).